Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. (B)(4): 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10636. It was reported the patient (B)(6) has experienced painful sensations while charging the ipg. Follow up information revealed the patient also experienced heating while charging the ipg. No further information is available at this time.